Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2004 - patient underwent repair of ventral hernia with implant of composix kugel mesh. On (B)(6) 2007 - patient was admitted with abdominal wall abscess at hernia repair site. The wound had opened with purulent drainage. On (B)(6) 2007 - patient underwent incision and drainage of abdominal wall abscess. Debridement of necrotic tissue, and partial excision of the composix kugel mesh was performed. It appears that there are 2 layers of mesh (composix kugel mesh and an unknown mesh). The inner layer of (unknown) mesh was left intact. On (B)(6) 2007 - the patient developed a recurrent ventral hernia, chronic fistula, and infected mesh. According to the operative dictation there were two different mesh - an overlay composix kugel mesh, and an underlay unknown mesh. The mesh were both infected and saturated with stool. The composix kugel mesh was exposed at skin with stool leaking around it. Loops of small bowel were densely adherent to the mesh. Lysis of adhesions and a small bowel resection were performed. Both the composix kugel mesh and unknown mesh were explanted. No culture reports provided. Patient had a prolonged hospitalization related to respiratory and cardiac complications, and was discharged home in good condition post-op day (B)(6).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including morbid obesity, diabetes, and peripheral vascular disease. No operative report is provided for the implant of the composix kugel mesh, and no notes for prior hernia repair procedures. On (B)(6) 2007, notes indicate the patient had an umbilical hernia repair with an unknown mesh 'several years ago' and a subsequent repair with composix kugel in (B)(6). It is unclear how the abscess developed 2- 1/2 years post composix kugel implant. Adhesions were not noted during the (B)(6) procedure. It is unclear what contributed to the development of adhesions to the composix kugel during the 3 months between the abscess treatment with partial explant of the composix kugel mesh and the composix kugel explant. The information provided indicates that the patient developed and was treated for fistula, abscess and infection, which are unknown adverse events listed in the IFU. A manufacturing review was performed, including a review of sterility records, and found no evidence of a manufacturing related cause for the alleged event. Although there was no culture report provided to confirm the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.